Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen is cracked. Contact is unsure how the pump became cracked. There was no impact to customer's blood glucose (bg) level. The customer reported that the pump would continue to be used for insulin therapy.